Event description:
It was reported that shaft break occurred. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, upon advancing over the wire, the shaft snapped. The pieces were removed, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 3.50 x 16mmstent delivery system, catheter was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 22cm distal to the distal end of the strain relief and multiple hypotube kinks along the length of the hypotube shaft were also identified. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred. A 3.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, upon advancing over the wire, the shaft snapped. The pieces were removed, and the procedure was completed with a different device. No patient complications were reported.